Event description:
The customer reported that the system gave accessory errors which required reboot. This would result in an intermittent loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The leg extension was repaired during the service call. The system was tested and found to be working as intended and put back into service.